Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample. The initial result from the primary sample tube was 154.8 pg/ml with a data flag and was reported outside of the laboratory to the doctor. On (B)(6) 2018, the repeat result from an aliquot of the sample was 9.25 pg/ml with a data flag and the repeat result from the primary sample tube was 10.00 pg/ml with a data flag. The result from a second sample from the patient three hours later was 12.16 pg/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 267654. The expiration date was requested but was not provided. The calibration was acceptable, but the qc results were too high on the day of the event. The qc was repeated and was then acceptable. Analyzer performance testing was completed.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.